Event description:
It was reported that during the lap gastric bypass procedure, upon using the clip applier on tissue the doctor experienced a ¿scissoring effect¿ whereby the clip was not properly clamped on tissue. The doctor removed the clips and needed to open a new clip applier to complete the case. Once outside the patient, the doctor dispensed clips that continued to create a scissoring effect independent of any tissue. The procedure was delayed by three minutes. The procedure was completed with no patient harm.

Manufacturer narrative:
(B)(4). Batch # unk. Photo analysis: this is an analysis of a photo submitted to ethicon for evaluation. During the visual analysis the following was observed: the photograph shows a malformed clip on a surface. The image is not clear to determine the failure mode. Based on the photo review, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 8/25/2022. Investigation summary: the device along with a photo was submitted to ethicon for evaluation. During the visual analysis of the photo, the following was observed: the photograph shows a malformed clip on a surface. The image is not clear to determine the failure mode. Based on the photo review, the event describe is confirmed, however no conclusion or root cause could be determined. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the er420 device was returned with no damage in the external components. Upon cycling, the device was noted to be empty and the lockout had been fired through. The instrument was disassembled in order to evaluate the condition of the internal components and the latch posts were noted to be broken, which denotes that the lockout had been fired through. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. A manufacturing record evaluation was performed for the finished device lot and batch number, and no non-conformances were identified.